Event description:
While having a bilateral hip and bilateral knee symptomatic hardware removal procedure done in the operating room the doctor attempted to remove the right distal hip screw. The head of the screw driver broke off into the head of the screw. The physician was able to remove it but it was decided to leave the screw in place in order to avoid further complications.